Event description:
The device was being used to monitor a pt during transport. Reportedly, the device gave ECG rate alarms that were inconsistent with the patients displayed heart rate. No adverse effects to the pt were reported as a result of the reported event.